Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va22mmh); product type: 0200-lead; implant date (B)(6) 2020; explant date 2025-03-25 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is currently in or having lead explanted and the lead broke. The caller states they are doing their best to remove the fragment/lead but the caller wanted to provide info regarding lead specs and MRI guidance for fragments to doctor. Agent emailed information.